Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non hcp reported about high ocular tone values (around 25) detected after implantation of glaucoma shunt. The reporter suspect of a partial occlusion of the shunt. The reporter additionally enquired about whether the device equipped with an accessory orifice on which the ophthalmologist can intervene with a special laser. Additional information was requested and received stating there were no blockages but the surgery was considered to be partially successful due to patient currently using carbonic anhydrase inhibitor with beta blocker and prostaglandin analogue drops twice a day. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
Additional information was added in h3, h6 and h11. A sample was not received at the investigation site for evaluation for the report of rather high ocular tone values and intervene with a special laser; therefore, the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, a device history record review could not be conducted. The root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.